Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2025.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and noted some inflammation, stating that the ipg was moving around within the pocket. The patient was given lidocaine injections, but without benefit. The patient underwent a pocket revision procedure in which the ipg was moved from the left flank to the right flank. The patient was doing well postoperatively. The ipg remains implanted in the patient and in use.